Manufacturer narrative:
Product has been returned, analysis not yet complete. Correction: fdd codes were corrected, a22 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2021-nov-01 mpxr 893031 (hcp, rep): information was received from a healthcare provider via a manufacturer representative regarding a patient who was undergoing an implant procedure for an implantable neurostimulator (ins). It was reported that  there was resistance when inserting the lead. When they took a shot in fluoroscopy lead had bent into a v. When they removed the lead it looked like it was still bent and may malfunction so it was never implanted. Another lead was used and they advanced the introducer a bit further for the next lead. The issue was resolved at the time of this report, no surgical intervention was required. 2021-nov-02 e1, e2 (rep): additional information was received from a manufacturer representative (rep). In response to an inquiry for clarification of the resistance when insetting the lead, the rep reported that there was resistance and concern that the lead was damaged when passed through the foramen. They removed the lead and used the introducer to create space for for the new lead. 2021-11-04 e3 (rep): no new information 2021-12-01 e4 (rep): no new information. 2022-jan-10 mpxr 893031.1, rp (rep): no new information for event description.

Manufacturer narrative:
H3: analysis identified the electrode at the distal end of the lead was bent; there was a bend in the lead 0.7 cm from the distal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was undergoing an implant procedure for an implantable neurostimulator (ins) . It was reported that  there was resistance when inserting the lead. When they took a shot in fluoroscopy lead had bent into a v. When they removed the lead it looked like it was still bent and may malfunction so it was never implanted. Another lead was used and they advanced the introducer a bit further for the next lead. The issue was resolved at the time of this report, no surgical intervention was required. Additional information was received from a manufacturer representative (rep). In response to an inquiry for clarification of the resistance when insetting the lead, the rep reported that there was resistance and concern that the lead was damaged when passed through the foramen. They removed the lead and used the introducer to create space for the new lead.